Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning (anatomy), difficult deployment, and foreign body in patient were due to procedural circumstances. The cause of the reported difficult leaflet capture was unable to be determined. The reported difficult imaging was due to patient condition. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿four hundred twelve (412) echocardiographic videos were provided. All 412 videos were evaluated and appear to span the entire procedure including pre-procedure assessment (prior to tsgc insertion). Below are notable videos and observations relating to the reported incident and associated video timestamp. First device (tcds-xtw) [4:12:03 pm] a bicaval view shows the tsgc inserted into the right atrium (ra). [4:21:04 pm] rvot view with x-plane shows positioning with the first tcds-xtw. The tip of the clip appears to be just above or breaching the valve plane which aligns with the reported height issue due to challenging anatomy. [4:33:05 pm] rvot view with x-plane shows the first device sub-valvular with the clip arms at ~120° and actively grasping the leaflets. There are multiple videos in which the clip is re-opened and grasping is performed again. [4:56:43 pm] the grippers of have been lowered. [5:19:42 pm] a transgastric view shows the first clip grasped commissurally a-s. [5:20:04 pm] the clip arms appear to be fully closed on the leaflets. Second device (tcds-xt). .[5:44:53 pm] bicaval view shows the second tcds-xt positioned in the ra above the valve. [5:49:42 pm] rvot view with x-plane shows the clip opened to ~90° and located with the clip partially across the valve plane such that the tips of the clip arms are above the leaflets; this is abnormal as the clip is only opened when it is subvalvular and completely below the leaflets. This is indicative of height issues and aligns with the reported incident details. [5:55:25 pm] a transgastric view shows the first implanted clip commissurally a-s and the second clip grasped centrally a-s. [5:57:44 pm] the second clip is fully inverted, presumably to release the grasp and free the clip from chordal interaction. [ 6:11:59 pm] the clip appears to be in an opened state with the grippers lowered which is abnormal and possibly due to the reported chordal / leaflet interaction. [6:17:23 pm] the clip appears to be fully closed on the leaflets. Subsequent videos appear to show the fully closed clip on the leaflets with differing views capturing minor dc movements, presumably deployment troubleshooting to detach the clip from the dc shaft. The imaging quality of the videos was poor (blurry, low resolution and poor contrast) which made assessment challenging. Based on the videos provided, the reported height issue is confirmed which contributed to abnormal instances observed in the echo videos. It is not possible to definitively determine which videos, if any, capture the reported chordal entanglement and difficult / delayed activation (deployment). However, the observed height issues, abnormal positioning of the clip relative to the valve, and multiple grasping attempts suggests potential interaction with the anatomy and can contribute to deployment difficulties, as the dc shaft cannot be retracted sufficiently to detach the clip from the l-lock shaft. There are no other observations based on the echo videos provided.¿

Event description:
Subsequent to the initial report. It was reported that the second triclip xt interacted with the leaflets and chordae, but there was no evidence of tissue damage. The grasping location was the anterior and septal (a/s) commissure. During deployment, there was not enough height to withdraw the delivery catheter (dc) handle 1 cm to confirm clip separation from the dc tip. Loss of leaflet capture occurred. Troubleshooting was performed, such as; applying negative knob, adjusting the stabilizer, slight rotations of the guide, flex on and off, added 3 additional rotations to the actuator knob, pulled the actuator knob past 0.5cm, and accessed the gripper lines. The clip was eventually deployed during retraction of the stabilizer.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 secondary tricuspid regurgitation (tr), scoliosis, and vessel tortuosity for a triclip procedure. Imaging was challenging due to scoliosis. The first triclip xtw interacted with chordae. Standard troubleshooting was able to release the clip from the chordae. The clip was deployed with both leaflets inserted. The second triclip xt could not maintain anterior leaflet capture during deployment. The clip was perpendicular to the line of coaptation and leaflet insertion assessment was completed. During deployment, the anterior leaflet came out of the clip. The clip delivery system (cds) did not have enough height to remove the clip, resulting in a loss of leaflet capture. Troubleshooting was performed to deploy the clip. During retraction of the stabilizer, the clip was released. The tr was reduced to grade 4. There was no adverse patient sequelae or clinically significant delay.